Event description:
This is not a medication error report but a syringe issue. With current shortage of enfit neomed syringes our institution has had to order vesco brand syringes. Their 1ml syringes do not have leading zeros and have trailing zeros (.1-.9ml markings and 1.0ml marking) vs what should be 0.1-0.9ml and 1ml. This was caught by one of our pharmacy residents when drawing up medications during one of our batches. There was no error or mix up but this is definitely a cause for concern. In the meantime we are exploring getting neomed's 1ml syringes that are available but are afraid that if those too go on shortage we will not have other options. Being a pediatric institution we rely on 1ml syringes for our patient specific doses. Our purchaser will also reach out to vesco but thought we could use (B)(6)'s support and wanted to highlight this for other institutions so they too can be on high alert. Thank you. Error resulted in increased pt monitoring; no pt harm. (B)(6).